Manufacturer narrative:
Clinical evaluation completed: 12/27/2018.

Event description:
A peritoneal dialysis patient reported feeling overfilled and experiencing shortness of breath. The patient was admitted to the emergency room where the extra fluid was drained. During follow up with the patient's nurse, it was noted that the patient got fluid overloaded that night. The patient got multiple alarms during treatment which were bypassed. The patient did not drain and was subsequently overfilled with fluid and began having shortness of breath. The patient had to go to the ER to drain the extra fluid. The patient immediately recovered after draining extra fluid.

Manufacturer narrative:
The device has not been returned to the manufacturer. A supplemental report will be filed upon completion of the manufacturer's investigation.

Event description:
A peritoneal dialysis patient reported feeling overfilled and experiencing shortness of breath. The patient was admitted to the emergency room where the extra fluid was drained. During follow up with the patient's nurse, it was noted that the patient got fluid overloaded that night. The patient got multiple alarms during treatment which were bypassed. The patient did not drain and was subsequently overfilled with fluid and began having shortness of breath. The patient had to go to the ER to drain the extra fluid. The patient immediately recovered after draining extra fluid.

Manufacturer narrative:
Clinical evaluation: there is no documentation to show a causal relationship between the shortness and breath and fluid volume overload and the liberty cycler. The cycler performed as it was programmed, but the patient forgot to include that she already had 2500 ml in her abdomen from a daytime exchange which resulted in the shortness of breath due to fluid volume overload. Therefore there is a temporal relationship between pd therapy and the ER visit for shortness of breath and fluid volume overload. Per the liberty® cycler user¿s guide p/n 480038 rev e pg. 109, you must enter the daytime exchange volume or the cycler is not going to account for the fluid already in the abdomen as it will not know you completed a daytime exchange.

Event description:
A peritoneal dialysis patient reported feeling overfilled and experiencing shortness of breath. The patient was admitted to the emergency room where the extra fluid was drained. During follow up with the patient's nurse, it was noted that the patient got fluid overloaded that night. The patient got multiple alarms during treatment which were bypassed. The patient did not drain and was subsequently overfilled with fluid and began having shortness of breath. The patient had to go to the ER to drain the extra fluid. The patient immediately recovered after draining extra fluid.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis patient reported feeling overfilled and experiencing shortness of breath. The patient was admitted to the emergency room where the extra fluid was drained. During follow up with the patient's nurse, it was noted that the patient got fluid overloaded that night. The patient got multiple alarms during treatment which were bypassed. The patient did not drain and was subsequently overfilled with fluid and began having shortness of breath. The patient had to go to the ER to drain the extra fluid. The patient immediately recovered after draining extra fluid.